Event description:
Per the clinic, the patient underwent a surgical procedure on (B)(6) 2014 to remove a silastic non-implantable device template that was left in place during initial implantation of the cochlear implant. The template was successfully removed with no disruption of the implanted device and no reported complications with the patient. The implanted device remains.

Manufacturer narrative:
(B)(4). The implanted device remains.